Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found that one of the instrument grips was bent, causing misalignment of the grips. The tips were offset and the yaw pulley and conductor cap were separated at the glue joint due to the bending force. A burn mark was observed on a yaw pulley and conductor wire near the yaw pulley exit. Engineering also discovered a three inch section of scraping on one side of the main tube with material removed, located three inches from the wrist. The instrument scraping does not appear to be related to a defective cannula. No other damage was found.

Event description:
It was reported that the tips of the bipolar maryland forceps instrument do not meet. No additional information was provided. No pt harm, adverse outcome or injury was reported.